Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
It was further reported that the insertion site had a dry scab at the lower part of the incision with no discharge.

Event description:
It was reported that the patient presented at the pacemaker clinic complaining about the appearance of the device's pocket. The device pocket has been checked by a physician who diagnosed a superficial skin issue on the device's pocket requiring can repositioning. A medical decision was made to open the pocket in order to reposition the can and apply antibiotics. The patient will be scheduled for wound check and device interrogation as per customer's clinic guidelines. The device remains in use. No patient complications were reported as a result of this event.